Event description:
It was reported that the user experienced an unexpected rise in blood glucose to approximately 250 mg/dl during routine daytime use, which was determined during troubleshooting to follow consumption of a slice of bread without a meal announcement. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included correction of blood glucose after user-initiated action and completion of user education on appropriate meal announcements for high carbohydrate snacks. Investigation included troubleshooting with the user and review of use conditions. Investigation of this case revealed that the device functioned as designed and that the hyperglycemia was attributable to user error due to a missed meal announcement, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to therapy management and not a device failure.